Manufacturer narrative:
G2. Foreign: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that when attempting to increase or decrease stimulation, a ¿settings cannot be used message was displayed, preventing operation; they were unable to use the configured settings. It was reported that reinsertion of the rechargeable battery pack was performed by the user, but no improvement was observed. There were no known environmental, external, and patient factors that may have caused the event. Although consultation with a medical institution was recommended, understanding was not obtained, and the matter was therefore handed over to the responsible representative. The issue was not resolved at the time of the report. A patient outcome of "no health hazards" was reported. Additional information was received. Ins info confirmed. The cause was unknown, however, an impedance abnormality was suspected. The impedance will be checked at the next outpatient visit of may/end.